Event description:
Phlebotomist inserted a syringe needle through the tube stopper to fill with blood. Before she could remove the syringe, the tube broke and blood sprayed out of the tube. Blood went into her mouth, nose and is being treated as per hosp policy. Review of database indicates no other customer concerns with regard to this production lot number. Source and phlebotomist tested negative for hiv.